Event description:
Reporter indicated that patient developed an infection approximately one week after implant. The infection was treated and resolved. Some time later the generator site wound opened and had to be closed by the surgeon. The wound again opened and the patient was sent to a plastic surgeon. The plastic surgeon moved the generator underneath the pectoral muscle an closed the site. The patient's device was interrogated without incident. Attempts to obtain additional information have been unsuccessful.